Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds and high impedance. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated pacing capture threshold in the rv was elevated. The automatic lead diagnostics show average ventricular lead impedance increasing throughout the record from 1745 ohms in(B)(6) 2013 to 3415 ohms in (B)(6) 2014. Ventricular capture management trend shows rv lead threshold high around 2.5 volts until (B)(6) 2014 when threshold became unmeasurable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).